Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose. Customer¿s blood glucose level was went to the 42 mg/dl. Customer stated that they treated it with food. Customer stated that they were getting different sensor glucose and blood glucose readings. Customer stated that sensor glucose value was 210 mg/dl and blood glucose value was 42 mg/dl. Customer stated that they received six low blood glucose alert. Customer stated that their health care professional changes their basal rate to elevate their blood glucose. Customer stated that they received sensor updating and change sensor alerts. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer declined the troubleshooting for low blood glucose. The device will not be returned for analysis.